Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump alarmed, "no disposable, clamp tubing" with about 11.6ml left in the cassette. The patient changed batteries and switched to back up pump with no resolution. She also mentioned that she was not able to draw up medication from one of the remodulin bottles. User switched cassette and the infusion continued without any issues. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.